Event description:
Additional information clarified the crown overlap was identified in the patient however not via a load check prior to insertion.

Manufacturer narrative:
Updated b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a misload was not identified during the valve procedure. It was noted that the facility does not perform valve load check prior to implant procedure despite recommendations.

Event description:
Additional information was received that had raphe anatomy that may have contributed to the infold. Also, crown overlap to the 4th node may have also contributed.

Manufacturer narrative:
Image review: a pre-implant patient executive summary was not provided, which limited the ability to perform a comprehensive pre-procedural anatomical assessment. Though available documentation indicates that the patient had a calcified native aortic valve with a calcified raphe between the right and non-coronary cusps therefore a pre balloon aortic valvuloplasty was performed prior to valve implantation. Five intraprocedural fluoroscopic images were submitted for review in relation to the reported event. Based on the available fluoroscopic documentation, a valve load inspection under fluoroscopy prior to inserting the delivery system into the patient does not appear to have been performed, as the first available image shows the delivery catheter system already advanced over the guidewire and across the aortic valve. This image does not allow for adequate assessment of valve loading and is therefore inconclusive. As stated in the instructions for use (IFU): before inserting into a patient, visually inspect the loaded bioprosthesis under fluoroscopy. If a misload is detected, do not attempt to reload the bioprosthesis. The system should not be used. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. Subsequent imaging demonstrates that an infold was observed during the implantation attempt. A second deployment attempt was reportedly performed, resulting in persistent infolding. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. It was reported that the infolded valve was released, and a post implant dilation was performed which resolved the infold. Updated data: b5., h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013044245); product type: 0195-heart valves; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation using the transcatheter aortic valve, the patient had a calcified native aortic valve with a calcified raphe between the right coronary cusp (rcc) and non-coronary cusp (ncc). The native valve was pre-dilated with a 23 millimeter (mm) balloon. During valve deployment, an infolding was immediately observed at approximately 80% release, and the first deployment was positioned too high. The valve was recaptured and a second deployment was performed, during which infolding was again observed. The risks of infolding were discussed and removal of the valve from the patient was advised, and the decision was made to accept the infolding and implant the valve. Post-dilatation was performed with the same 23 mm balloon and the infolding was released. Hemodynamic measurements were assessed and reported as good, with no paravalvular leak and no pacemaker required. No patient complications have been reported as a result of this event.